Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and varying r wave sensing amplitude. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.